Event description:
The reporter contacted animas on (B)(4) 2012, reporting that the up, down, and ok buttons were intermittently responsive. The reporter confirmed that there was no noted damage to the keypad and no known trauma to the pump. The patient reportedly wore the pump in a pump skin attached to the belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The remainder of the buttons has normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.